Event description:
Event report for a medical device malfunction of cor-knot mis combo kit, ref # 031082, expiration date 10-31-2026. Lot # 2277966. The case is for a mini thoracotomy aortic valve replacement. As per the scrub tech, the cor-knot cut the suture without it being deployed. They were on the second suture when it happened. They have to remove the valve (implanted tissue) and put in new suture, replace a new inspiris tissue valve in. Original package and device are stored with the box, it was not compromised nor damage prior to opening.